Event description:
As reported via voluntary medwatch, the "swan-ganz cco/vip was placed through the cordis introducer. When the pulmonary artery line was flushed, fluid came out of the central venous pressure port on the catheter. When the central venous pressure line was flush, fluid came out of the pulmonary artery port on the catheter. The anesthesiologist removed the line and placed a new one that functioned properly". Attempts to obtain additional information were unsuccessful. Additionally, the hospital reporting the event has not released the product for evaluation. During attempts to arrange a site visit to examine the product, it was indicated that they do not allow the device to be touched, only viewed.

Manufacturer narrative:
The product has not been returned for evaluation. A review of the manufacturing records could not be done without a lot number. Although it was not possible to confirm the complaint, an awareness training was provided at the manufacturing site.